Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a right common femoral artery after a diagnostic procedure. Reportedly, the clip did not close the arteriotomy and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the exchange sheath was completely slit, but it had also been stretched beyond the distal end of the tubeset during thumb advancement capturing the clip during deployment. The bulbous shape of the distal tip of the sheath and the clip tine tears indicate it was stretched beyond the distal end of the exchange sheath during thumb advancement. However, the exchange sheath had recoiled within specifications when received. Factors that may contribute to this type of issue are: radial force constriction which may include a tight tissue tract or/and anatomical conditions. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. Based on the investigation findings, the failure to close the access site experienced during the procedure appears to be related to the operational context of the use of the device. There does not appear to be any indications of a product quality issue. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. Based on the inspection criteria and the reported information, a cause for the reported event could not be determined. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The report received described the patient as (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.